Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. E1 event site postal code: (B)(6). E1 event site name: (B)(6) hospital. E1 event site address: (B)(6).

Event description:
Getinge became aware of an issue with one of our table 118001b4 - hybrid or table column, surface-mounted. As it was stated, during the surgery the dsa reported an error, the operating table moved slowly, and 3d imaging was impossible. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, the inability to position the table as required during the procedure, was to reoccur.